Event description:
It was reported that a sola 500 slid off the mounting arm. This resulted in the light falling down. No injury of a patient or other person has been reported.

Manufacturer narrative:
Photos of the failed installed has been analyzed. The reported event was caused by a circlip which was not set correctly installed and moved out from nut over time. This allowed the sola 500 to slide off the mounting arm and fall down. The installation instruction has been reviewed and showed that the correct installation is described properly. Within our worldwide market surveillance system no comparable cases are known, therefore, the reported event is rated to be a single assembly error during initial installation or inappropriate service/repair by third party.